Event description:
Reportedly, at the implantation attempt, the lead provided poor electrical values at the first screwing position, so it was repositioned in a different area of the myocardium, but with the same electrical values (poor). The lead was removed from the patient and the physician noticed that the visual mechanism was no longer working, so he decided not to use it

Manufacturer narrative:
Summary of investigation : as received the screw fixation was out the distal electrode profile. The fixation mechanism operated as specified. Minor bending was spotted on the screw. This finding could be occurred during the implantation attempt, especially when the lead was positioned several times. This bending is not related to the electrical issue reported. The other mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported electrical issues. All electrical measurements were within specifications. It should be noted that the reported electrical issues may be attributable to external factors that are independent of the lead characteristics, such as physician technique or physician preferred implant site. This issue is well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. A lead issue is not suspected to be related to the reported problems. This case is retained and utilized for trending purposes. For more details, please refers to the attached report analysis.

Event description:
Reportedly, at the implantation attempt, the lead provided poor electrical values at the first screwing position, so it was repositioned in a different area of the myocardium, but with the same electrical values (poor). The lead was removed from the patient and the physician noticed that the visual mechanism was no longer working, so he decided not to use it.